Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Additional information was obtained through the peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2019 with complaints of abdominal pain. A pd effluent culture was obtained, however, was negative for growth. On (B)(6) 2019 the patient returned to the clinic with additional symptom of cloudy pd effluent. Another culture was obtained, and the patient was initiated on intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The following day, (B)(6) 2019, the patient symptoms worsened, and they were admitted to the hospital. The clinic culture results were positive for pasteurella multocida. The patient was discharged (B)(6) 2019 on oral amoxicillin 500mg daily for 24 days. According to the pdrn the patient stated that during treatment on (B)(6) 2019 the external bag was loose and they had air in the line, however, there were no leaks reported. The pdrn stated they believe this is relapsing peritonitis as the patient had an episode in april, however, was not confirmed by medical records. At the time of that event, the patient reported the external bag leaked as they were connecting for treatment (unknown date), however, continued to complete the treatment. The pd effluent for that event did not result in growth but the patient was still treated for peritonitis with ip vancomycin for 24 days (dose unknown). The symptoms for this (B)(6) event began two weeks post antibiotic treatment for the april event. Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and liberty cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and the cycler set. The patient reported to the pdrn there being a loose connection to the external bag with air in the line with no leaking. The pdrn believes this is a recurring episode of peritonitis from april and not due to the issue reported by the patient. The culture result of pasteurella multocida indicates that there was contamination to the patient¿s pd catheter connections or with the cycler set by canine or feline origins as this organism is found in both. There is potential that the patient attempted to secure the alleged loose connection without use of proper aseptic technique resulting in the contamination. Based on the available information and the culture result of pasteurella multocida, the liberty select cycler can be excluded as the cause of the adverse event. However, it cannot be determined if there was a loose connection as alleged by the patient resulting in the patient tightening the connection with improper aseptic technique. Therefore, it cannot be concluded if the liberty cycler set contributed to the event of peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. At this time a search was performed to verify product availability in the dc¿s for alternate samples which confirmed product in stock. One case was retrieved for evaluation. During the evaluation of visual and functional testing for the alternate samples, they were found acceptable. The samples tested in the cycler machine worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As the actual sample was not returned and a physical evaluation of representative samples did not reveal any product issues, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.